Manufacturer narrative:
Cataract & secondary surgical intervention to remove/replace/reposition are identified in the labeling as a known potential adverse event following icl implantation. Claim: (B)(4)

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a cataract. The lens was explanted and the problem resolved. Cause of the event was reported as patient related factor, "cataract surgery without any complications. Patient is happy." There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.